Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and silicone migration.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "calcifications" and "pockets of fluid" via mammogram and us and "silicone leak extracapsular into breast tissue + axilla node." Device was explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "calcifications" and "pockets of fluid" via mammogram and us and "silicone leak extracapsular into breast tissue + axilla node." Device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe. Calcification: unable to observe. Silicone migration: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.